Manufacturer narrative:
An investigation has been initiated. Currently waiting for the device to be returned for evaluation. Device is import for export only, not sold in the us. UDI not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter started to leak.

Manufacturer narrative:
The port with locking collar attached to the stem and partial lumen, separate from the port body, were returned for evaluation. A video was also provided showing the port with the lumen attached. The port is being flushed and a leak at the edge of the locking collar is visible. Visual inspection of the returned device confirms the complaint as the port lumen is torn at the edge of the lock. Under magnification the tear appears partially smooth and then slightly jagged. This is indicative of being nicked/sliced with a sharp instrument, and then torn over time due to the slice. A review of the manufacture records is not possible as a definite lot number could not be provided. It is reported the device was implanted for almost one year with no reported issues. It is further reported the device was not in use for some time as the patient had completed therapy and the device was flushed every 5 to 6 weeks instead of the recommended 3 to 4 weeks. A root cause cannot be determined but is not likely manufacture related.